Event description:
Ventilator circuit was attached to swivel circuit adapter, which was attached to endotracheal tube. When the circuit was removed to allow suctioning, swivel adapter fractured at 15mm od connection to swivel. One piece of swivel remained inside the circuit adapter and could not be removed. The ett adapter was removed and replaced with an adapter off of an unused ett tube. Actual effect on the pt is unknown. Because of the fracture and "wedging" of the piece inside the circuit and on the ett, ventilation was impossible.